Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The product was evaluated. An external visual inspection was performed and major damaged was found. External visual inspection failure was performed and sensor wire was broken. The allegation was confirmed. The probable cause could not be determined post investigation. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6)2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.